Event description:
Initial reporter indicated that their dell handheld computer, with 7.1 programming software, "...seemed slow." A cyberonics rep went to the site. With the handheld computer, he interrogated a demo generator where upon after successful interrogation the handheld computer screen would freeze. He pulled the 7.1 flashcard back in and interrogated the demo generator several more time with only a minimal delay after the successful interrogation screen. Good faith attempts are being made for the product return.